Manufacturer narrative:
Multiple attempts to obtain additional information and device return have been unsuccessful. Without return of the product, no definitive conclusions can be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4)

Event description:
Medtronic received information that immediately after implant of this annuloplasty band in the mitral position, the device was explanted and replaced with a medtronic bioprosthetic valve. The reason for explant was not reported. There was no report of adverse patient effects.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: the reported information does not indicate a potential manufacturing issue. Surgeons often attempt to repair valves in lieu of replacing them due to improved long-term clinical outcomes. There are times when a valve repair is attempted using a repair device and subsequent post repair evaluation demonstrates an inadequate result. This is likely due to sub-optimal anatomy, surgical technique or inappropriate sizing, and not a malfunction of the device.